Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(6) 2012 for this event. The fse found the bellows not draining and sticking to the actuator at the pinch valve (pv21). The fse replaced the actuator, which resolved the issue. Failure mode was the actuator at pv21. The failure mode identified has the potential to cause discrepant results for all parameters; however, no discrepant results were generated from this event. Per labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) stating that approximately 100 ml of fluid leaked from the coulter hmx autoloader analyzer instrument onto the counter top. The leak was not contained within the instrument. The source of the leak appears to be in the needle bellows area, but the customer was unable to locate the specific source. The customer also reported incomplete tube forward errors. No patient or qc results were affected from this event. The operator was wearing gloves and lab coat when the leak was discovered. There was no exposure to open wounds or mucous membranes.